Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The transurethral catheter could not be unblocked when removed. Permanent catheter could not be completely emptied during removal, despite emptying 2 times. Serious consequences: there could be bleeding in the urethra. The nurse deflated the balloon and drained 9ml of liquid. Because they block the balloon normally between 9-10ml, she thought it was empty. As she then removed the catheter she saw that there was still 1ml left in the balloon. She tried again to remove the rest of 1ml outside the patient but this was not possible. The catheter was in place for 8 days. The catheter could be pulled out normally. The patient was not injured and is doing well. The IFU was followed.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. An actual sample was returned for investigation. Based on the complaint description, it was reported that "permanent catheter could not be completely emptied during removal, despite emptying 2 times". Visual examination on the returned samples showed no abnormalities or design irregularities. The investigation was initiated by inflating the returned sample with water. The sample was then subjected to deflation test using the same method. The sample however able to deflate completely without having any difficulty. Non-deflation could be due to several reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Non-deflation could also happen due to asymmetrical condition of the balloon which resulted in occlusion of the balloon inflation eye during deflation process. However, no sign of balloon asymmetry was observed during the investigation. In current standard operating procedure, the balloons are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be culled out during this process. In summary, non-deflation balloon may happen due to several reasons. However , after investigation, there was no deflation issue encountered on the samples during testing. Also, there was no sign of balloon asymmetry observed that could result in non-deflation failure. Therefore, this complaint could not be confirmed.

Event description:
The transurethral catheter could not be unblocked when removed. Permanent catheter could not be completely emptied during removal, d espite emptying 2 times. Serious consequences: there could be bleeding in the urethra. The nurse deflated the balloon and drained 9ml of liquid. Because they block the balloon normally between 9-10ml, she thought it was empty. As she then removed the catheter she saw that there was still 1ml left in the balloon. She tried again to remove the rest of 1ml outside the patient but this was not possible. The catheter was in place for 8 days. The catheter could be pulled out normally. The patient was not injured and is doing well. The IFU was followed.